Event description:
Consumer's mother reported that her daughter used a swab to clean her ear, at which time the cotton bud came off and lodged in her ear. Mother believes daughter used the "stick" portion of the swab to attempt to remove the cotton bud. Daughter was brought to ER the next day, where dr was also unable to remove cotton bud. Dr prescribed bactrim and eotex and referred the consumer to a specialist. Consumer's mother reported that the ear was draining pus.